Event description:
It was reported that the implants were removed due to osteolysis or lesions. Cup was revised at an unk date by a surgeon.

Manufacturer narrative:
This report will be amended when our investigation is complete. A check of the manufacturing papers of the mentioned part did not show any deviations to the specifications.